Event description:
It was reported that stent damage post deployment occurred. Vascular access was obtained via the femoral artery. The de novo target lesion was located in the moderately tortuous and mildly calcified left circumflex artery. Following pre-dilation, a 24 x 3.00 rebel stent was advanced for treatment. After stent deployment and balloon deflation, visualization was performed which revealed stent elongation and deformation. A 3.00x48mm synergy stent was then deployed to overlap the stent at the same lesion and the procedure was completed. There were no patient complications reported and the patient status was stable.